Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter (pharmacist) for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter displayed inaccurately high results compared to the patient¿s feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The reporter did not know when the subject meter started to read inaccurately. He claimed that on an unknown date and time, the patient obtained alleged inaccurately high blood glucose results of ¿190 and 200 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin. The reporter indicated that after obtaining the alleged inaccurately high results, the patient administered ¿more insulin¿ to regulate his diabetes. He claimed that an unknown time after the start of the issue, the patient experienced hypoglycemia and ¿fainted¿. The reporter denied that the patient had received any treatment or intervention for his symptoms. At the time of troubleshooting, the reporter confirmed that the patient¿s meter was set to the correct unit of measure. He did not know whether the patient¿s test strips had been stored correctly and/or were within expiry date. The reporter did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained inaccurately high blood glucose readings on the subject meter, administered increased medication based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients test strips and meter have been returned and further evaluated by lifescan product analysis with the following findings: the test strips and meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.